Event description:
The drain broke upon removal and required surgical intervention for removal of the retained piece.

Manufacturer narrative:
The drain was placed during an open cholecystectomy. As the drain was being removed, it broke and required surgical intervention for removal of the retained piece. The facility reported that the drain may have been located in close proximity to where suturing had taken place. The sample was returned and evaluated. The fractured end of the drain was jagged in appearance. The jagged end suggests it may have been damaged by a suturing needle or other sharp instrument prior to or during insertion. This damage would have negatively impacted the material integrity of the drain, weakening it and would have been a contributing factor to the reported incident. When drains are tested for tensile strength and torn artificially, the tear is straight, not jagged in appearance. We have no information to suggest any defect caused or contributed to the reported incident. The most likely cause for this incident is user error.